Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel. The actual device was not returned for evaluation.

Event description:
A us distributor contacted zoll to report that a patient's garment rubbed open a mole on his back causing it to bleed. The patient placed tape over the area. There is no indication that the patient sought medical attention. The medical outcome is unknown.